Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of two devices use during the same procedure. Refer to manufacturer report #3005099803-2015-02218 for the other associated device information. It was reported to boston scientific corporation that an obtryx system was used during a pelvic floor reconstruction with uphold lite including vaginal vault suspension and cystocele repair procedure performed on (B)(6) 2015. According to the complainant, on (B)(6) 2015, the patient experienced pain in her right buttock and right labia. The pain was possibly related to muscle spasm and the patient was treated with toradol. The event was resolved on (B)(6) 2015.